Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was unable to extend. The rv lead was discarded and replaced to resolve the event and the patient was stable.